Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a sensor error. Troubleshooting was performed. It was found that the sensor was bent. The customer tested their blood glucose level while on the phone and it was 47 mg/dl. They treated the low blood glucose with juice. They declined troubleshooting for the low blood glucose. The insulin pump will not be returned for analysis.